Event description:
Per the clinic, the patient experienced decreased speech perception, progressively fluctuating open circuits overtime and poor performance with the device. The patient reported a fall in (B)(6) 2025 (specific date not reported); however, no head injury was reported. The progressively fluctuating open circuits had been identified prior to the fall. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.